Manufacturer narrative:
Customer reported that a pyxis medstation es system stopped responding while a windows update package was being installed, preventing user access to the device. The customer did not confirm if there was an active procedure. Customer stated patient care was affected for more than an hour. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). Device was configured to auto-update for security patches. Scheduling of patches is managed by the customer and customers are advised to schedule updates outside working hours of the device. Bd support agent was able to successfully install security patches and determined machine was functioning normally. A field service technician was dispatched. Customer reported that the issue was resolved before the field service technician reached the customer's site.

Event description:
Customer reported that a pyxis medstation es system stopped responding while a windows update package was being installed, preventing user access to the device. The customer did not confirm if there was an active procedure. Customer stated patient care was affected for more than an hour. There was no reported patient or user harm.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4, d5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-mar-2020 to 31-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck during a windows update and prevented the user from accessing the screen due to software failures. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that a bd pyxis medstation es system stopped responding while a windows update package was being installed, preventing user access to the device. The customer did not confirm if there was an active procedure. The customer stated patient care was affected for more than an hour. There were no adverse events or injuries reported based on this event.